Manufacturer narrative:
Corrected data: a0709 removed from h6. H6 updated with a24.

Manufacturer narrative:
Investigation summary: no product was returned. Ppae (hematuria): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: b5 narrative updated. D4 catalog number changed.

Event description:
Clinical assessment: a 70-year-old male was treated for acute myocardial infarction¿related cardiogenic shock with impella cp support. During support, a placement alarm occurred along with red-colored urine, indicating hemolysis. Echocardiography confirmed malposition of the impella cp, and the device was repositioned with subsequent resolution of hemolysis. After transfer to the intensive care unit, the peel-away sheath was left in place, and during patient repositioning the sheath cracked. The impella cp was removed and replaced with an impella 5.5 due to the patient¿s continued critical condition. The instructions for use require removal of the peel-away sheath after the procedure to avoid vascular injury, and deviation from these instructions resulted in the unsafe event of a cracked sheath, which likely could have been avoided with adherence to the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. There are two associated devices for the reported event. The second device (kit, 14fr introducer, 13cm&25cm, sterile) is addressed under manufacturer report number xxxxxxx-2025-xxxxx.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that a low placement signal alarm occurred. Echocardiogram had just been completed, and the physician performed pump pullback and repositioning under echocardiographic guidance without complication. Red discoloration of the urine was noted at the time of the alarm, having previously been clear and yellow. Following repositioning, the urine color began to clear. The patient survived the procedure and is currently stable.